Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during patient use, an autopulse li-ion battery would not work when utilized with the autopulse platform. The platform however, worked with another li-ion battery. No adverse patient sequelae was reported. No further information was provided.